Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. Analysis of the pcu event log shows that the pump module was programmed to infuse 1.5%nacl at a rate of 25ml/hr with a vtbi of 990ml at 11:56 pm on (B)(6) 2018 and ran until 2:31 am on (B)(6) 2018 when the device alarmed for air in line. The volume recorded as being infused during this period was 64.17ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause for the overinfusion was not identified.

Event description:
The customer reported that a 990ml infusion of 1.5% sodium chloride was programmed to infuse at 25ml/hr however after 2 hours and 24 minutes the bag was noted to be empty, initiating an air in line alarm. The customer feels there was a "pump free flow." As a result, a stat sodium level was performed and orders were received to stop the infusion and to monitor labs and neurological changes. There was no report of lasting harm.